Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the qr code on the label of an unspecified number of tubes is missing information. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photograph did not confirm missing label content. The product label was manufactured according to requirements. Evaluation of 100 retained samples did not identify any missing label content. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the qr code on the label of an unspecified number of tubes is missing information. No adverse impact was reported regarding the patient or user.